Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted to be implanted. Following placement the distal tip of the lead looked abnormal. A dissection of the vein had occurred. The lv lead implant was abandoned. No adverse patient effects reported.